Manufacturer narrative:
Philips has investigated the complaint. The philips remote service engineer (rse) assessed the system remotely with the assistance of the customer and determined that the wired footswitch could not trigger radiation. A replacement wired footswitch was delivered to the customer for replacement. The customer replaced the wired foot switch themselves to resolve the issue. Philips has completed a good faith effort to get further information regarding resolution, patient and procedure outcome. However, the customer has not provided the requested information. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the foot switch allura xper fd20 system had problems triggering radiation during the examination. The system was in clinical use at the time of the event. No harm has been reported. The foot switch was replaced, and the system was returned back to functionality. Philips has started an investigation of the complaint.